Event description:
It was reported that pump displayed cartridge change error while customer was using pump. There was no adverse impact to the customer¿s blood glucose level. Customer, under guidance from technical support, removed pump from case, inspected cartridge seal and pump connection area, cleaned connection area, reattached cartridge securely, followed on-screen load instructions, and successfully completed load process and resumed insulin delivery.